Manufacturer narrative:
No display anomaly or count down anomaly noted. Unit motor error alarm during basic occlusion test due to faulty forced sensor resistor. Unable to perform rewind test, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test due to motor error alarm. Unit was received with normal operating currents and passed unexpected restart error test and self-test. No unexpected low batt, external ram crc error alarm noted. Motor passed motor test. Unit had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump did not go back to normal screen when battery was changed. Customer reported that there was a dark circle on display screen and pump counted down. Alarm history showed an external ram crc error alarm and an unexpected restart error alarm. Customer's blood glucose reading was unknown. Customer was advised that insulin pump would need to be replaced.